Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock. The customer changed all the supplies to address the event. Additionally, it was that the customer experienced resistance when filling a cartridge. The customer resolved the resistance issue by reinserting the same needle tip into the cartridge. The customer's blood glucose (bg) level was near 400 mg/dl with large ketones and the bg level was addressed with a manual injection.